Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) to the target location and attempting to connect the pressure pump to the luer hub, there was a gap in the connector and an air leak was observed when trying to inflate the balloon. Due to the leakage of air, the balloon could not be inflated. It was unknown if the damage was present prior to connecting the pressure pump; however, excess force was not used when initially tightening the pressure pump to the luer hub. A new pressure pump was used, but the pressure pump could not be screwed tight enough to inflate the balloon. An image was provided which shows a portion of the luer hub appears to have broken off. A new 6mm x 15mm palmaz blue on aviator plus sds was used as a replacement and was able to be inflated. There were no reported injuries to the patient. This was during a procedure to treat a vertebral artery stenosis. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. The device was able to be removed from the patient easily and the stent was still attached to the delivery system upon removal. The operator has extensive experience using the palmaz blue stent. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after delivering a 6mm x 15mm palmaz blue on aviator plus stent delivery system (sds) to the target location and attempting to connect the pressure pump to the luer hub, there was a gap in the connector and an air leak was observed when trying to inflate the balloon. Due to the leakage of air, the balloon could not be inflated. It was unknown if the damage was present prior to connecting the pressure pump; however, excess force was not used when initially tightening the pressure pump to the luer hub. A new pressure pump was used, but the pressure pump could not be screwed tight enough to inflate the balloon. An image was provided which shows a portion of the luer hub appears to have broken off. A new 6mm x 15mm palmaz blue on aviator plus sds was used as a replacement and was able to be inflated. There were no reported injuries to the patient. This was during a procedure to treat a vertebral artery stenosis. The device was stored and handled per the instructions for use (IFU). There was no damage to the device packaging prior to opening the device. The device was able to be removed from the patient easily and the stent was still attached to the delivery system upon removal. The operator has extensive experience using the palmaz blue stent. The device was returned for evaluation. A non-sterile ¿blue/aviatorplus 6x15/142p pkg¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked to be evaluated. A thorough inspection was performed on the unit focusing on the luer hub observing a splintered condition. The stent is properly mounted on the device without any damages. The ballon was received uninflated. No other outstanding details were noticed. Functional testing was performed, an inflator/deflator device was attached to the inflation port, positive pressure was applied with the purpose of reaching the rated burst pressure. A leakage condition was observed on the luer hub due to the splintered condition. The luer hub was inspected with a vision system confirming the splintered condition. The splintered area on hub presented evidence of fatigue striations which are commonly associated with damages caused by material tensile overload. Therefore, it is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to the splintered. A ¿luer hub leakage and splintered¿ condition was noted during analysis of the returned device as a leakage was noted coming from the crack during functional analysis. Vision system analysis revealed fatigue striations on the hub of the unit. The hub material was likely induced to tensile forces that exceeded the hub material yield strength. It is likely handling of the product and procedural factors contributed to the event reported. Twisting, or excessive force can cause the hub to crack or splinter, particularly if the connection is not properly aligned. In addition, the cordis palmaz blue .014" peripheral stent system is indicated in enabling treatment of patients with stenotic lesions in the renal arteries, which is listed in the IFU as such. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks/issues not described in the labeling. According to the instructions for use, which are not intended to mitigate risk, prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. Preparation of stent system: a. Remove the inner package from the box. B. Open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. C. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. D. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. E. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. F. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.